Event description:
Drug/diluent: unk, fill volume: 400 ml. Flow rate: 10 ml/hr. Procedure: unk. Date of surgery: unk. The nurse reported on 5/1 that a pt's pump was completely empty the next day after a block was place. The pt reported his foot was totally numb. They believe the pump malfunction and delivered a high volume overnight. The pt was ok with no issues once the mediation wore off. The lot number is unk. The pump is not available as the pt threw it away.

Manufacturer narrative:
Method: the sample will not be returned as the pt has discarded the pump. Results: as no lot number was reported, the device history record and lot history cannot be reviewed. Conclusions: at this time this complaint is still under investigation, and I-flow will submit a follow-up report when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting sys. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.